Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the atrial depolarization in the right ventricular (rv) lead channel, which led to several events of inappropriate anti-tachycardia pacing (atp) and shock therapy. It was confirmed during x-ray examination that the rv lead dislodged into the atrium, causing the oversensing. The physician opted to perform a reposition on the dislodged lead. No additional adverse patient effects were reported. This device remains in service.